Manufacturer narrative:
The analysis was performed on a cobas 5800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. A review of the raw data confirmed hbv reactive results for two samples, with strong amplification and late CT values observed. No abnormalities were identified, and the results appeared to be consistent with low-level hbv detection. However, the most likely cause of the reported discrepancy was attributed to pre-analytical contamination. No product issue was identified. A definitive root cause for the reported event could not be determined. The device remains in operation at the customer site.

Event description:
The initial reporter alleged two false reactive results for hepatitis b virus (hbv) using the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 5800 instrument. The customer reported that a batch of 33 samples was tested, and two samples generated hbv reactive results. New samples were taken from the original blood bags and re-tested, yielding non-reactive results. Both samples were individual donor testing (idt) plasma collected in edta tubes. The customer centrifuged the samples at 4500 g for 20 minutes. The samples were also tested on an unspecified immunoassay, which produced negative results. The samples were ultimately released.